Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure as the physician was peeling the catheter, it broke. The physician was able to cut the catheter with scissors. No patient complications have been reported as a result of this event.